Manufacturer narrative:
The handpiece was received at the MFR for svc and evaluation. During the investigation a substance was observed and collected from the device. The reported event was confirmed. The device was cleaned and re-lubricated, and worn components replaced in the svc process as preventative maintenance. The risk associated with this failure has been addressed. A potential cause to have created an event such as this may be contributed to cleaning and sterilization practices at the account. Any trends for this failure mode that require corrective action will be identified through complaint/MDR trending.

Event description:
The handpiece was returned to the MFR for svc, and during the eval it was found that fluid was leaking from the device. There was no pt involvement at the MFR during this event. There were no adverse consequences reported.